Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the device analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a spyscope ds ii was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022. During preparation, the light on the spyscope ds ii would not turn on causing inadequate image. The procedure was not completed due to this event. The patient's condition was reported to be stable.

Manufacturer narrative:
Block h6 (impact codes): impact code f1001 is being used to capture the reportable event of aborted/cancelled procedure. Block h10: the returned spyscope ds ii was analyzed, and a visual evaluation noted that there were elevator marks along the shaft of the catheter. An image assessment for visualization was performed. Upon plugging the device into the controller, no problems were observed. The monitor did not indicate that it was attempted to connect the scope and no image displayed. X-ray imaging of the distal tip showed no problems with the redistribution layer (rdl), thru-silicon vias (tsvs), and camera wires. X-ray imaging of the handle showed no problems with the printed circuit board assembly (pcba) or camera wires. The handle was opened and the components within were visually inspected. No damage or defects to internal components were observed. The umbilicus cable was unplugged from the pcba in the handle and replaced with a known good umbilicus cable. A clear, live image was displayed on the monitor. The original umbilicus was replaced and reconnected to the controller. Using teraterm, the controller was placed into calibration mode. A live, clear image was displayed. The contents of the memory on the umbilicus pcba were read and it was found that no calibration data was stored on the scope. The reported event was confirmed. During product analysis, no image displayed when plugging the returned device into the controller. The calibration data was no longer present on the umbilicus printed circuit board assembly (pcba), which resulted in an inability for the scope to produce an image. The investigation did not identify any abnormality in manufacturing or design from the risk review and DHR review, so it is possible that this is a random failure of the electronic memory storage that holds calibration data. However, it was determined from the investigation that missing calibration is not related to manufacturing. An investigation to address this problem is in progress. Based on all gathered information, the conclusion code selected is cause traced to component failure, indicating that an expected or random failure with a device component caused or contributed to the event. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation that a spyscope ds ii was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022. During preparation, the light on the spyscope ds ii would not turn on causing inadequate image. The procedure was not completed due to this event. The patient's condition was reported to be stable.